Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that this event involved a male patient that was found unconscious sitting in a chair and catheter breakage was found. The patient developed an air embolism. As a result, when the breakage was discovered between the bifurcation and luer connection the catheter was immediately removed from the patient. The patient was treated at this moment in pressurized chamber ((B)(4) 2011 3 pm cet) because of the air embolism. This patient's hospital stay was almost finished and was soon ready to go home. This incident means there is now a need for further care. The patient is unconscious. The patient's outcome remains unknown. The hospital is investigating the incident and may make a decision not to use teleflex cvc's at all, the item number involved or any catheter from the same batch involved until the incident is investigated. The decision has not been made yet. The doctor that was interviewed claims that the cause of this incident may be as a result of the catheter that became stuck and the patient pulled the catheter to get loose. The hospital will conduct an investigation to try to determine the cause.